Manufacturer narrative:
(B)(4). Concomitant medical products:10: 42532007101 - articular surface - 64461587. 42540000032 - patella - 65134409. 42532007102 - tibial component - 64988395. Unknown cement. It was reported a patient underwent manipulation under anesthesia due to arthrofibrosis approximately 2 months postop. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research, mua is used to treat and resolve arthrofibrosis (scar tissue) which can develop after any surgical intervention. This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00087.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 2 months post implantation, the patient underwent manipulation under anesthesia due to decreased range of motion, adhesions, and scar tissue. The issue was resolved.